Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and headaches. The blood glucose reading was 500 mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The alarm history revealed several low battery alarms. The mother stated that the customer jumped into the hot tub while wearing the insulin pump. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.